Event description:
Complainant alleged that during functional testing, the devices defib charge failed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.